Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility to repair a 2008t hemodialysis (hd) machine that had no power and was giving off a burning smell. Upon follow-up with the fst, it was reported that ¿a pop¿ was also heard by the reporting facility. The fst identified the power control board as the source of the pop and burning smell and found charring and blackening on the board. Per the fst, the power control board mounts to the inside of the power supply. The fst indicated that the power control board was on backorder, so they ordered an entire power supply. The fst went back onsite to replace the power supply when it arrived, and this seemed to fix the machine. Per the fst, the replacement power supply that was received was a refurbished part. A few hours after the machine was fixed and the fst had departed the facility, the machine began making a loud humming noise. The fst returned to the facility for further evaluation. It was confirmed the machine had not yet been returned to service, and that it was making a humming noise. The fst determined that using the refurbished power supply was causing the additional issue. To resolve this, the fst took the power control board off the refurbished power supply and installed it on the original power supply. The fst confirmed there were no signs of any smoke, sparks, or flames. No damage was identified on any other components. At the time of the repair, the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had 34 hours on it. The fst did not know if the machine had any previous history of failing the electrical leakage test. There have been no further issues with the machine. The fst stated the damaged power control board was being returned for evaluation, along with the refurbished power supply which was not needed. A photo of the damaged power control board was also provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: plant investigation: the power control board, power control cable, and power supply were returned to the manufacturer for evaluation. Upon visual inspection of the power control board, capacitor c10 was found to be blown with scorch marks in the same area. Capacitor c10 was replaced, and the power control board was installed onto a test machine. The test machine powered up without any alarms or failures. During inspection of the received power control cable, soot and debris from the blown capacitor were found on the cable and on the cable connector near the connection for the power control board. No physical damage was observed on the cable. Inspection of the received power supply found no damage. All returned parts were installed onto a test machine and the test machine powered up without any alarms or failures. The test machine completed a self-test program without alarms or failures, and the power supply did not emit any unusual noises during the test. Based on the evaluation of the returned parts, the reported problem was able to be confirmed.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility to repair a 2008t hemodialysis (hd) machine that had no power and was giving off a burning smell. Upon follow-up with the fst, it was reported that ¿a pop¿ was also heard by the reporting facility. The fst identified the power control board as the source of the pop and burning smell and found charring and blackening on the board. Per the fst, the power control board mounts to the inside of the power supply. The fst indicated that the power control board was on backorder, so they ordered an entire power supply. The fst went back onsite to replace the power supply when it arrived, and this seemed to fix the machine. Per the fst, the replacement power supply that was received was a refurbished part. A few hours after the machine was fixed and the fst had departed the facility, the machine began making a loud humming noise. The fst returned to the facility for further evaluation. It was confirmed the machine had not yet been returned to service, and that it was making a humming noise. The fst determined that using the refurbished power supply was causing the additional issue. To resolve this, the fst took the power control board off the refurbished power supply and installed it on the original power supply. The fst confirmed there were no signs of any smoke, sparks, or flames. No damage was identified on any other components. At the time of the repair, the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had 34 hours on it. The fst did not know if the machine had any previous history of failing the electrical leakage test. There have been no further issues with the machine. The fst stated the damaged power control board was being returned for evaluation, along with the refurbished power supply which was not needed. A photo of the damaged power control board was also provided. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst replaced the power control board. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified charring and blackening on the power control board. Therefore, the complaint event was confirmed.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility to repair a 2008t hemodialysis (hd) machine that had no power and was giving off a burning smell. Upon follow-up with the fst, it was reported that ¿a pop¿ was also heard by the reporting facility. The fst identified the power control board as the source of the pop and burning smell and found charring and blackening on the board. Per the fst, the power control board mounts to the inside of the power supply. The fst indicated that the power control board was on backorder, so they ordered an entire power supply. The fst went back onsite to replace the power supply when it arrived, and this seemed to fix the machine. Per the fst, the replacement power supply that was received was a refurbished part. A few hours after the machine was fixed and the fst had departed the facility, the machine began making a loud humming noise. The fst returned to the facility for further evaluation. It was confirmed the machine had not yet been returned to service, and that it was making a humming noise. The fst determined that using the refurbished power supply was causing the additional issue. To resolve this, the fst took the power control board off the refurbished power supply and installed it on the original power supply. The fst confirmed there were no signs of any smoke, sparks, or flames. No damage was identified on any other components. At the time of the repair, the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had 34 hours on it. The fst did not know if the machine had any previous history of failing the electrical leakage test. There have been no further issues with the machine. The fst stated the damaged power control board was being returned for evaluation, along with the refurbished power supply which was not needed. A photo of the damaged power control board was also provided. There was no patient involvement associated with the reported event.